Manufacturer narrative:
Root cause: user error. Per tandem user guide: "you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was customer disconnected from pump to update software, and did not resume insulin therapy. The customer was instructed to consult with healthcare provider regarding bg level.